Event description:
The surgeon inserted the aq2015a three piece silicone lens and noted a crack in the lens after it was in the eye. The lens was removed without any incision enlargement and another same model/same diopter lens was implanted without any patient injury.

Manufacturer narrative:
(B)(4). Eval codes; results (other) : visual inspection of the returned lens shows the lens was torn in half and a piece of the lens was torn off and missing. There was a clear surgical residue on the lens. (B)(4).